Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: one month follow-up - full weight bearing with antalgic gait. Diffuse pain. Normal laxity and alignment. Rom 10-100. Moderate pain with a health score 75. Two-months post op - stiffness resulting in mua (ankylosis of right knee). The root cause of the reported issue is determined to be related to the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 183004 - vanguard cr ilok fem-rt 60 - j6734480; 141223 - biomet cc I-beam tray 71mm - j6759983; 184766 - series a pat std 34 3 peg - 364600. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03609.

Event description:
It was reported that the patient underwent manipulation under anesthesia approximately 6 weeks post implantation due to ankylosis of right knee. Attempts have been made and no further information has been provided.